Event description:
Customer states that the tip of their 24 khz straight handpiece broke the first time it was used. The broken device is available for return and eval.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.